Event description:
According to the reporter, during pre-op, the blue luer adapter/interface did not match the syringe. The specific issue reported and the other defect or damage found on the product was that the luer connectors were rounded and could not be adapted to all ports. The catheter was not repaired. No other problems were reported with the adapter aside from what was already reported. Aside from the reported issue, nothing else unusual was observed on the device prior to use. The syringe included in the kit was to be the one used. The remedial action performed to address the issue was replacing it with a new catheter on the same day with the same product (identifier) and same lot, and the procedure was completed. There was no reported patient injury. Medtronic's initial evaluation of the incident device found that the luer adapter was cracked, leaking, or broken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the luer adapter was cracked, leaking, or broken. The catheter was found to have a deformed venous luer adapter, which was oval-shaped instead of circular. As a result, the adapter could not be connected to the provided syringe. No other abnormalities were detected. It was reported that there was a dimension/connection issue with the luer adapter. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.